Event description:
It was reported that the device was not releasing pressure and something was rattling inside. No patient involvement was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a damaged front panel and input/output label(patient fitting is intact and not loose). The relief pressure and CPAP knobs are cracked. Input manifold is loose on the bottom chassis and internal rattling is heard. Functional testing found the demand function is faulty. Does not inhibit for a few cycles, then continuous flow is heard during the demand function. The root cause of the reported issue was found to be user impact to the device. Replaced sintered filter, o rings, MRI battery, front panel, label set, and broken knobs. Tightened all retaining screws. Device passed all functional testing.